Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed, for robot-assisted surgery for ventral hernias from june 2018 until february 2023. In all patients the company's mesh and sutures were used repair the hernia via a transversus abdominal release (tar) or extended totally extraperitoneal repair (etep). There were 177 patients included in the study and complications included hernia recurrence. It was also reported that a CT (computed tomography) scan was performed due the suspicion of recurrence.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that on the returned photo one unknown, dark colored suture was observed, but due to the quality of the image provided no determinations on the condition of the suture could be made. It was reported that there was a medical complication. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unknown progrip - unknown progrip mesh product, lot# unknown mesh - unknown mesh product. Lot# unknown literature events: author: van zande jaro, krick marc, willaert bart & van den heede klaas - department of general and endocrine surgery, onze-lieve-vrouw (olv) hospital aalst-asse-ninove, aalst, belgium title: five years of robot-assisted ventral hernia repair: initial experience and surgical outcome: van den heede klaas, 2024, acta chirurgica belgica source: acta chirurgica belgica - https://doi.org/10.1080/00015458.2024.2304386. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, for robot-assisted surgery for ventral hernias from (B)(6) 2018 until (B)(6) 2023. In all patients the company's mesh and sutures were used to repair the hernia via a transversus abdominal release (tar) or extended totally extraperitoneal repair (etep). There were 177 patients included in the study and complications included abscess of the retro-muscular plane due to an enteric fistula, treated with removal of mesh and revision, chronic pain, and hernia recurrence, while non-serious complications included hematoma and seroma. It was also reported that a CT (computed tomography) scan was performed due the suspicion of recurrence.